Event description:
Pt reported obtaining a blood glucose results of 204, mg/dl, while using the suspect device. Based on this result, pt reportedly took 2 pills of an oral diabetic medication. An unspecified time later, pt reportedly, experienced symtoms of vertigo. Pt's relative reportedly phoned emergency medical services and upon their arrival pt's blood glucose measured 94 mg/dl, on paramedics' blood glucose monitor. Pt was reportedly transported to the hospital and treated for vertigo. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacment product was shipped.